Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The patient was scheduled to have an in-clinic visit for testing, but currently there is no intervention was reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
New information received notes that the patient's right atrial (ra) lead was explanted on 29 aug 2024. The patient was in stable condition.